Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The caller stated that the insulin pump kept having the display scroll up without any input. A battery removal and reinsertion did not resolve the issue. The blood glucose reading was between 4 to 5 mmol/l. No significant events leading to the keypad issues were observed. The caller noted that the weather was really hot, and the user had the insulin pump clipped to her bra. She noted that the screen looked a little cloudy. Advised replacement of the insulin pump. Nothing further reported.